Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1800266 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was using ae05ml and 5 clips did not lock closed, then when the applier was removed from the trocar, it was observed that one jaw of the applier was hanging off. Both pieces were recovered.

Manufacturer narrative:
(B)(4). Complaint voided: this complaint has been voided, because the second failure that was reported (broken jaws) occurred as a result of the first failure (clips not locking) in a different complaint. Therefore, only one complaint is necessary. Please make a note of this voided complaint for your records.

Event description:
It was reported that the surgeon was using ae05ml and 5 clips did not lock closed, then when the applier was removed from the trocar, it was observed that one jaw of the applier was hanging off. Both pieces were recovered.